Event description:
Sales rep reported on behalf of the customer the following: the product was opened from sterile packaging and it was noted that the implant was bent. Upon looking at this, there is a slight bending on the eye of the implant."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.